Manufacturer narrative:
Investigation summary: the reported complaint of a stick down could be confirmed from the photos provided. However, without the return of the sample a comprehensive review cannot be performed, and a probable cause is unknown. No lot received for a device history record review.

Event description:
Event occurred regarding needless connector small bore extension set with microclave bonded cap where they reported a broken valve. They also reported that the rn was called out to patient's home and patient reported that the IV homepump was not infusing. The event occurred during use on a patient. There was unknown adverse event, unknown delay in therapy and no harmed as a result of the reported event.